Event description:
It was reported upon interrogation of the patient's scs system, invalid impedances were observed. Reportedly, after multiple troubleshooting attempts the physician decided to explant and replace the patient's scs ipg. Postoperatively, the impedance test was valid and the issue was resolved.